Event description:
On an unknown date, this patient underwent an endovascular treatment for a type b aortic dissection. A zenith tx-d endovascular graft (cook medical japan g.k.) Was implanted on the descending aorta and a gore® tag® conformable thoracic stent graft with active control system (31mm×15cm ctag ) was implanted on the proximal side of the zenith device toward the aortic arch. The entry tear of the dissection was successfully closed, and the patient tolerated the procedure. It was reported that it was confirmed by the physician that on unknown date after the index procedure, the patient developed pneumonia and was diagnosed with fungemia. The patient had been treated with antibiotics since. The fungemia caused the infected aneurysm. The physician suspected that 3115ctag could have also been infected due to fungemia, but not confirmed. On an unknown date, an infected aneurysm was noted just adjacent to the proximal end of the 31mm×15cm ctag. The observed infected aneurysm after the index procedure was enlarging. The amount of enlargement is unknown. On (B)(6) 2023, a reintervention was performed. An additional 34mm×15cm ctag was successfully deployed just below the left common carotid artery to extend the proximal end of the 31mm×15cm ctag and exclude the infected aneurysm. Despite the suspected infection of the 3115ctag, the physician decided to add another ctag to prevent the rupture of the growing infected aneurysm as a lifesaving measure. Axillo-axillary artery bypass was created, and the left subclavian artery was coil embolized as planned. The patient tolerated the procedure. The patient was receiving antibiotics for treating the infection after the reintervention, however, the patient continued to deteriorate and expired about a week (around (B)(6) 2023) after the reintervention from fungemia. The physician denied the relation of the 3115ctag with fungemia, infected aneurysm and the death of the patient. Although initially reported, the idea that 3115ctag could have damaged the aorta and caused the infected aneurysm was denied by the physician.

Manufacturer narrative:
H6: code c19- a review of the manufacturing and sterilization records for the device could not be conducted as the device lot/serial number remains unknown. The device remains implanted and is not available for investigation. Additional information was requested, however is not available. The physician denied the relation of the 3115 ctag with fungemia, infected aneurysm and the death of the patient. Please note, this case was reported because the new aneurysm has an infection which reportedly involves the ctag device. The reintervention was performed to treat the infected aneurysm that led to the device¿s involvement. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic expansion (e.g., aneurysm), infection (e.g., aneurysm, device or access sites), reoperation, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.